Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits very mild charred detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure @ 142,011 joules of use and 10:55 minutes there was a ¿crack in the fiber tip causing the laser beam and aiming beam to come out of the tip.¿ the procedure was completed using a second fiber. There were "no damages to the patient" reported.

Manufacturer narrative:
Updated. Initial MDR joules noted was 142,011. Should ve been 41,543.